Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager has to be removed and reattached. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Other occupation: pyxis admin/pharmacy technician. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a misaligned or faulty latch mechanism. The field service engineer resolved the issue by replacing the older latch - white micro switch with a new latch and harness, followed by successful testing and preventive maintenance. The system functioned as intended after the field service engineer repaired the device.